Event description:
The customer reported the system displayed a fast stop error would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and broken switches. The system operates as intended.